Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as analysis identified a distal circumferential fracture (dcf), but the output results of the forward firing test was below the threshold for potential patient harm. The fiber card was also returned and indicated the fiber was recognized by the system and was fired as 207,200 joules was used. Dcfs are likely caused by heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The user is also cautioned not to bury the fiber tip into tissue and to ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Based on analysis results, the interaction between the user and device likely caused or contributed to the reported event and identified distal circumferential fracture. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Additionally, based on the information available, there was no reported permanent impairment of a body function, permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed, and the event was not life threatening. There was no information to reasonably suggest that a distal circumferential fracture with output below threshold for potential patient harm could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 37 minutes of use and 207,000 joules of use. The procedure was completed using another device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as analysis identified a distal circumferential fracture (dcf), but the output results of the forward firing test was below the threshold for potential patient harm. The fiber card was also returned and indicated the fiber was recognized by the system and was fired as 207,200 joules was used. Dcfs are likely caused by heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The user is also cautioned not to bury the fiber tip into tissue and to ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Based on analysis results, the interaction between the user and device likely caused or contributed to the reported event and identified distal circumferential fracture. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Additionally, based on the information available, there was no reported permanent impairment of a body function, permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed, and the event was not life threatening. There was no information to reasonably suggest that a distal circumferential fracture with output below threshold for potential patient harm could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 37 minutes of use and 207,000 joules of use. The procedure was completed using another device without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 37 minutes of use and 207,000 joules of use. The procedure was completed using another device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as analysis identified a distal circumferential fracture, but the output results of the forward firing test was below the threshold for potential patient harm. Based on the information available, there was no reported permanent impairment of a body function, permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed, and the event was not life threatening. There was no information to reasonably suggest that a distal circumferential fracture with output below threshold for potential patient harm could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 37 minutes of use and 207,000 joules of use. The procedure was completed using another device without patient complications.